Event description:
User experienced a temperature alarm on the insulin pump after charging it, with more than three alarms of the same type occurring under normal temperature conditions. It is unclear if there was any adverse impact on the customer's blood glucose level since no information was provided. The pump was under warranty and replaced, with the customer informed about the replacement process and requested to return the faulty pump using a pre-paid label.